Event description:
It was reported that during the procedure, a capio slim device misfired and did not work. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device code a050502 captures the reportable event of device misfire.